Event description:
It was reported that a bd ultra-fine¿ pen needle leaked during use. The following information was provided by the initial reporter: verbatim: consumer reported seeing some leakage on her injection site after injection. Wanted to know if that was normal stated, her numbers have not been affected in any way. Wanted to know difference between shorter pen needles vs longer pen needles date of event: unknown samples available went over how to inject wit pen needle. Consumer asked to have the nano pro sent as her replacement. I explained, she should speak with her health care professional her wanting to use the nano pro. Per consumers request, sending nano pro as replacement. Cl

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd ultra-fine¿ pen needle leaked during use. The following information was provided by the initial reporter: verbatim: consumer reported seeing some leakage on her injection site after injection. Wanted to know if that was normal. Stated, her numbers have not been affected in any way. Wanted to know difference between shorter pen needles vs. Longer pen needles. Date of event: unknown. Samples available. Went over how to inject wit pen needle. Consumer asked to have the nano pro sent as her replacement. I explained, she should speak with her health care professional her wanting to use the nano pro. Per consumers request, sending nano pro as replacement.